Event description:
The user's hearing performance with the device is affected i.e. The recipient is not responding with the left side device. The user also slipped and fell at end (B)(6) 2020 and hit his head. However, it is believed the user hit his right side and the parent is unsure if hearing decreased at that time. Before the decrease the user had been performing well with open set speech recognition. The user was re-implanted on (B)(6) 2020.